Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after the spaceoar hydrogel was placed, a follow-up imaging showed that the hydrogel successfully created space between the prostate and the rectum, pushing the rectum away evenly on both sides. There was also a small amount of the hydrogel seen just under the inner lining of the rectum, near the right side of the prostate.